Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed no detachment was encountered in the distal tip of the catheter. The transducer distal housing was found incrustaded in the drive cable. Evidence of a 6 weld points was found in the distal housing and drive cable. Impedance testing shows an electrical open at distal wave form. Full image characterization could not be performed due to the returned conditions of the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that tip detachment occurred. An ultra ice diagnostic catheter was selected for use. During preparation, it was noticed that tip probe/transducer of the ultra ice was detached. The procedure was completed with another ultra ice diagnostic catheter. No patient involvement was reported.

Manufacturer narrative:
It was determined that the date rec'd by MFR. Reported on MDR ID 2134265-2017-05838 follow up number 001 was 07/07/2017 and correct date should have been 07/03/2017. (B)(4).

Event description:
It was reported that tip detachment occurred. An ultra ice¿ diagnostic catheter was selected for use. During preparation, it was noticed that tip probe/transducer of the ultra ice¿ was detached. The procedure was completed with another ultra ice¿ diagnostic catheter. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. An ultra ice¿ diagnostic catheter was selected for use. During preparation, it was noticed that tip probe/transducer of the ultra ice¿ was detached. The procedure was completed with another ultra ice¿ diagnostic catheter. No patient involvement was reported.